Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument was burnt on the plastic part of the wrist. The user completed the procedure using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage found. The surgeon and staff did not recall any instrument collision. There was no arcing observed and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode is exposed that wouldn't be normally exposed. The instrument passed the electrical continuity test.